Event description:
As far as I know, there have been no injuries/deaths due to this product - yet, I received a link to this product from someone who was greatly concerned about the safety of this product. The airsoft tilter is an infant sleeper equipped with 2 sewn-in pockets on either side of the back. These pockets are designed to receive inflatable inner-tubes that serve as a prop to keep an infant tilted. This is a type of infant positioner, (which were recalled due to infant deaths). The company claims they are safer than these positioners because they don't cause clutter in the crib and infants cannot "migrate" away from the tilter. The problem is that positioners were recalled not just because of potential suffocation risks, but also because they sometimes caused infants to roll over on their stomachs. Stomach sleeping is a high risk for sids. (B)(4). Report# 20120315-20181-2147469263. MFR website: (B)(4).